Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the troponin I levels of the patient were elevated. The patient was admitted to the hospital on (B)(6) with chest pain and pressure. The pain abated after administration of nitroglycerin. The patient underwent an orbital atherectomy procedure for treatment of highly calcified vessels on (B)(6) and the procedure was completed with no device malfunctions or serious injuries reported. Following the atherectomy procedure, the patient was noted to have elevated troponin I levels, indicating a myocardial infarction.